Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The infusion set was changed; no damage was noted to site or tubing. The occlusion reoccurred. A pump system check was performed using the current supplies on the pump and an air bubble was observed in the air lock. The customer changed all of the pump supplies. The customer's blood glucose (bg) level was 260 mg/dl and an insulin injection was administered to address the bg level. The bg level then dropped to 64 mg/dl. The customer stated that he may have overcorrected for the high bg. Juice was consumed to address the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.